Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and the rv remains implanted. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and the physician anticipates to explant the rv lead. Additional information was requested but not yet received. The patient was in stable condition.